Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 12 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during removal, it was noted that the stent strut got lifted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.